Manufacturer narrative:
(B)(4). G2 - foreign: japan. Visual examination of provided pictures identified a blister cracked. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging of the implant was found to be damaged. However, the product was still used and implanted in the patient. The product remains implanted. There have been no reported health impacts or consequences to the patient. Attempts have been made and no further information has been provided.